Manufacturer narrative:
The customer returned the pump for alleged pump error 53, pump error 4, and pump error 82 alarms found on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The pump history and trace files were successfully downloaded using thump. No pump error 53, pump error 4, or pump error 82 alarms were noted during testing. A review of the pump history file shows: pump error 53 alarm: sw error registered in detailed traces. Fail during setting lcd backlight intensity. Attempt to set the duty cycle to pwm channel, which is not enabled, software issue esf# (B)(4). (B)(6) 2023 21:50:07 faultnumber: softwareerror (53) linenumber: 382 filenumber: 2104 pump error 4 alarm: a consequence of error 53. (B)(6) 2023 21:50:07 faultnumber: mainprocessorcommunicationalarm (4) linenumber: 2690 filenumber: 32122. Pump error 82 alarms: fault occurred in motor application. Motor power grant request to the main cpu was not responded to within timeout, software issue. (B)(6)2023 19:18:06 faultnumber: motorpowerrequesttimeoutalarm (82) linenumber: 427 filenumber: 16 (B)(6)2023 19:18:06 faultnumber: motorpowerrequesttimeoutalarm (82) linenumber: 578 filenumber: 121 (B)(6)2023 19:13:06 faultnumber: motorpowerrequesttimeoutalarm (82) linenumber: 427 filenumber: 16 08/02/2023 19:13:06 faultnumber: motorpowerrequesttimeoutalarm (82) linenumber: 578 filenumber: 121 the pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. Pump error 53, pump error 4, and pump error 82 alarms are all confirmed due to software errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53) , the main arm cannot communicate with the motor arm (pump error 4) and the hrm task did not grant motor power in reasonable time (pump error 82). No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.